Manufacturer narrative:
Corrected information is provided in section h.11. The company representative was able to assist the customer remotely. The initial priming/tuning setup was observed via (a video recording of the event). The feedback from the representative, revealed there were no abnormalities found (at that time). Based on the provided videos, the system passed the tests. Later, the sales representative visited the site and adjusted the doctor settings, as a preventive measure. Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Three (3) potentially relevant complaints were found and reviewed as part of this investigation. Two (2) complaints were determined to not be relevant to this investigation. One (1) complaint was opened to address the same reoccurring reported event. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.4, h.6 and h.11. The company representative was able to assist the customer remotely. The system was not tested onsite. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery in phacoemulsification mode, an ophthalmic system did not reach the preset maximum vacuum and occlusion sound was detected. Surgery was completed with no patient harm.